Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 01/09/2023 by a sales representative via sems that an abs-10061t prp kit did not return blood for separation after spinning. Case involvement, no patient effect. Sales rep follow up email on 1/18/2023 stating patient suffered an infection. Cause of infection unknown.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion of the cassette.